Event description:
It was reported that the right ventricular lead was fractured. High impedance and a high number of short interval counts were noted. Reproducible noise was seen with arm movement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: increase in lead impedance from approximately 600 ohms in (B)(4) 2011 up to approximately 1000 ohms in (B)(4) 2011.